Manufacturer narrative:
On (B)(4) 2014, a beckman coulter field service engineer (fse) evaluated the analyzer confirmed that there were incomplete hemoglobin results during daily checks. He bleached and cleaned the hemoglobin chamber to resolve the issue. The hemoglobin chamber was not replaced as the instrument performance was verified following cleaning.

Event description:
The customer reported hemoglobin background failures during the instrument startup process when using the unicel dxh 800 coulter cellular analysis system. A beckman coulter field service engineer (fse) was sent to the customer's facility to evaluate the analyzer. There were no erroneous test results with this event. There was no death, injury or affect to user or patient treatment.